Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. However, moisture damage was found at keypad traces. No button error alarms noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corners, reservoir tube lip, lcd display window and minor scratches on display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 117 mg/dl. Customer stated that they also received a failed battery test alarm. Customer was walking on top of the snow yesterday. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.